Event description:
It was reported in an unpublished manuscript that patients underwent CABG either alone or in combination with valve surgery as part of a double-blind randomized trial on unknown dates and suture was used. The study examined sternal wound surgical site infection following sternotomy. Following the procedure, some patients experienced infection, most were superficial and some were deep. The most commonly identified main pathogens were (B)(6). Some of the patients received antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.